Event description:
As reported by field clinical specialist, four years and 6 months post implant of a 23mm sapien 3 valve in the aortic position via transfemoral approach, valve failure due to aortic stenosis was reported. The patient is not symptomatic at this time. Per additional information, the patient is scheduled for re-do tavr on (B)(6). The physician plans to use a non-edwards tavr valve. Due to this becoming a case for competitors, no additional information would be provided.

Manufacturer narrative:
Investigation is ongoing. No indication of device return.

Manufacturer narrative:
There is no indication the valve is available for return. As no device was returned, no visual inspection, functional testing, or dimensional testing could be performed. No imagery was provided for review. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial number from the related work order and revealed no other complaints relating to the relevant complaint codes. As the complaint was unable to be confirmed, a complaint history review is not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Commander delivery system with s3 IFU was reviewed. It cautions long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The stenosis was unable to be confirmed as no medical records/ imagery provided. A review of the DHR, lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Similarly, pannus or host-fibrotic tissue growth overtime, a cause of nonstructural dysfunction, may interfere with the functionality of the device leading to valve stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, ''four years and 6 months post implant of a 23mm sapien 3 valve in the aortic position via transfemoral approach, valve failure due to aortic stenosis was reported''. Due to limited information, a definitive root cause was unable to be determined at this time. Since no product non-conformances and/or IFU/training manual deficiencies were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.